Event description:
It was been reported that during surgery, the operating room assistant did not switch the handpiece into the safety mode. While passing on the device, she accidently triggered the running mode and consequently broke two fingers as her glove was torn in the attachment.

Manufacturer narrative:
The device was not returned to the manufacturer at the date of this present report. The investigation is then not completed. A medwatch follow up will be submitted when the investigation is completed.